Event description:
Crm received information that during a routine device check the sales representative found that this right atrial (ra) lead was dislodged. The ra lead was explanted and a new lead was successfully implanted.